Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys pct brahms ver. 2 on a cobas e 411 immunoassay analyzer. No incorrect results were reported outside of the laboratory. The sample initially resulted in a pct value of 13.15 ng/ml on the e411 analyzer. The sample was repeated on a cobas 6000 e 601 module on (B)(6) 2022, resulting in a value of 8.82 ng/ml. The sample was repeated in a cup on the e411 analyzer on (B)(6) 2022, resulting in a value of 6.48 ng/ml. The pct reagent lot number was 589572.

Manufacturer narrative:
The field service engineer replaced a pinch valve on the analyzer. It was determined that preventive maintenance actions were missing. The investigation determined the service actions resolved the issue.